Event description:
Life-long tpn pt who has been using posi-flow cap x 2 years without incident reported inverted septum on device which led to 2-5 cc, pt estimate, exsanguination through central catheter and possible infection culture negative x 36 hours at the time of this report. Pt is on no other therapies; cap is changed weekly and accessed only 4 times daily, saline flush, infusion, saline flush, heparin flush, but is held open for several hours of cyclic tpn infusion each night. Pt will be switched to a different product.